Manufacturer narrative:
Batch review performed on 22 october 2019. Lot 183188: (B)(4) items manufactured and released on 19-jun-2018. Expiration date: 2023-06-06. No anomalies found related to the problem. To date, (B)(4) item of the same lot have been already sold without any similar reported event.

Event description:
The patient had a primary knee surgery and was implanted with all competitor products. The date of the primary surgery is unknown. Subsequently, the patient came in due to signs of an infection and the pathogen was unknown. The surgeon removed all primary implants and implanted an antibiotic spacer. The surgery was completed successfully. On (B)(6) 2019, the patient came in to have permanent hardware implanted. The surgeon implanted the patient with all medacta revision implants. Presently, on (B)(6) 2019, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly-insert, 2 weeks after primary surgery. The surgery was completed successfully.